Event description:
Reporter indicated that pt's generator was explanted due to extrusion and possible infection. Further follow-up revealed that the pt irritated/scratched the incision site. The infection was treated with antibiotics and explant of the pulse generator only. The infection has been resolved. Re-implant is scheduled.